Manufacturer narrative:
Follow-up #1 date of submission 07/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2013 with the following findings: evaluation revealed that the keypad was fully intact but the keypad symbols were worn. Evaluation revealed that all of the keypad buttons responded appropriately. Investigators removed keypad cover to check condition of the button contacts. Under magnification, observed contamination forming on all button contacts. Device history record review was conducted on 05/24/2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that for approximately one year, the up, down and okay buttons have been difficult to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.